Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead exhibited low out of range pacing impedance measurements less than 200 ohms and noise on the pace/sense portion of the lead. The noise was oversensed resulting in inappropriate anti-tachycardia pacing (atp) and shock therapy. Boston scientific technical services (ts) discussed troubleshooting options. An invasive procedure was performed. It was unknown if the lead was explanted or surgically abandoned, however, another manufacturer's rv lead was successfully implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
The return of the product is not expected. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.